Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample lot number is known, therefore a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reported issue of damaged minicap was confirmed. It has been confirmed that this defect was caused by minicap supplier during the manufacture process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required. Root cause investigation is in progress.

Event description:
A physician reported to baxter an issue of hairline crack in a minicap found during use. There was patient involvement but no patient injury or intervention was reported initially.